Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any mdrs associated with it.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a primary audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.